Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experience phrenic nerve stimulation and discomfort associated to phrenic nerve capture. It was also reported that the phrenic nerve stimulation is implant procedure related and left ventricular (lv) lead. Device programming was performed and left ventricular (lv) lead capture management programmed off. The lv lead remains in use, and no patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated phrenic nerve stimulation re-occurred. The output amplitude was re-programmed according to phrenic nerve capture threshold and amplitude threshold. The lv lead remains in use.